Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient programmer (pp) was encountering poor communication with and without the antenna. The patient was sent a replacement pp. Additional information was received and it was reported that the replacement programmer did not resolve the issue that was apparently internal. Patient had symptom return and stated they started smelling more urine and changed pads more often and showered more often. It was noted that they thought they had a uti, but they checked and did not have a uti. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the poor communication occurred because the battery is dead; it was noted that this was caused by time, as it had been 7 years. It was noted that they are resolving it by replacing their battery, getting a new one, on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.